Event description:
I saw the report on the bausch and lomb contact products. I had been using the kirkland brand contact fluid with soft contacts and my eye became infected. This is the first time in over 8 years of contact wearing that I've had a problem. I promptly stopped wearing them, and now using glasses. I experieneced red eyes, constant discharge, and slight blurriness.